Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the investigation results the root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: chapter 2.5 general dangers, warnings and cautions: caution: risk of injury to the patient and/or the user: the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 7.1 inspection: checking the light transmission: ¿ hold the light-guide connector of the video telescope against a lamp. ¿ look into the cover glass and the light emission surface on the distal end of the video telscope. Black dots indicate defective light-guide fibers. ¿ do not use a video telesocpe with more than approximately 25 to 30% defective light-guide fibers. Warning: risk of injury to the patient due to damaged video telescope: inspect the video telescope for visible damage: ¿ make sure that the product has: - no dents, cracks, bending, or deformations, - no cuts and other defects on the outer sleeve of the cable, - no scratches, - no corrosion, dirt or debris, - no lens damages or cover glass damages, - no missing or loose parts. ¿ check all markings on the product for clear visibility. Chapter 8.2 procedure: warning: risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: - the video image disappears during the procedure. - poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had lost light transmission. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had lost light transmission. There were no reports of patient harm.